Event description:
It was reported that a malfunction occurred on the pump, specifically identified by malfunction code 16, with no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump since it was under warranty. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Additionally, the customer was informed about the need to update pump settings and connect the cgm to the new pump once received. Instructions were also given on returning the faulty pump to avoid charges.